Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (screen flickers and does not properly charge battery( was confirmed. As received, the charger/modem was resetting. Upon evaluation, there was corrupted data on the flash memory. The cause of the resets, screen flickering, and inability to properly charger a battery pack is the corrupted data. The root cause of the corrupted data cannot be positively identified, but was corrected by reprogramming the flash memory. No adverse event resulted form the defective charger/modem. The pt was issued a replacement charger/modem.

Event description:
A pt service representative (psr) contacted zoll customer support while assisting a (B)(6) male pt to report that the charger was defective. The screen was flickering and would not properly charge a battery pack. The pt was issued a replacement charger/modem.